Event description:
A nurse reported a case endophthalmitis that occurred 3 days post operatively. The culture came back staphylococcus. The pt has been treated with antibiotics. Additional info has been requested but not received yet.

Manufacturer narrative:
Case of endophthalmitis reported. Culture was noted to have growth for genus "staph" however species of bacteria was not noted in the complaint file; therefore, origin is not able to be determined. There are currently over 40 species recognized in this genus. This complaint was opened for a reported event of infiniti system was involved in an endophthalmitis event. There was no sys svc performed for this reported event; therefore, sys non-conformance cannot be determined. However, as stated by the company clinical analyst, this investigation has been opened for the sys console. The sys is a closed system. The sys is operated with a sterile single use fluid mgmt sys (fms) which is designed to isolate the pt fluid path from the console itself, as reiterated in the fms design requirements. It is therefore a physical impossibility for the console itself to have cause or contributed to this reported event of endophthalmitis. There has been no adverse trend observed for the reported complaint class "h- endophthalmitis" related to the system. As stated by the company clinical analyst, the system is a closed system. The system operated with a sterile single use fluid mgmt sys (fms) which is designed to isolate the pt fluid path from the console itself, as reiterated in the fms design requirements. Therefore, the sys is not suspected to be a contributing factor to the reported event and the root cause of the reported event remains unk. (B)(4).